Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator was showing an e433 error (malfunction of the generator). The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defective foot switch or use error could not be ruled out; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.